Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the green reload involved with the alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The sureform stapler that was used with the green reload was returned to isi for failure analysis. The instrument was analyzed, and failure analysis did not replicate the reported issue. The instrument was found to have firing failures based on log review but was not replicated during the in-house testing. The instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the stapler would not fire the reloads completely. The blade would expose prematurely, leaving a row of staples. The procedure was completed with no reported injury.